Manufacturer narrative:
The event date of (B)(6) 2017 is an approximated date. A supplemental report will be filed once new relevant information regarding the event is received. The referenced device will be returned and evaluated under MFR 3010617000-2017-01014.

Event description:
It was reported that at an unspecified date in (B)(6) 2017, the emergency crew used the autopulse platform (B)(4) on a patient. The platform performed compression for approximately 2 minutes, paused / stopped for a patient pulse check, restarted, and performed compression for an unspecified amount of time until powering off on its own. No known patient impact or consequence was reported. No further information regarding the event or the patient was provided. (B)(4).